Event description:
The customer contact reported a hole in the tubing; subsequently, a leak was noted. On an unspecified date, the tubing set was to be used to deliver an unspecified medication. It was reported that during priming prior to pt use, an unspecified volume of solution leaked from a hole at an unspecified location of the tubing of the tubing set. Though requested, no add'l info was provided including, if the tubing set was replaced and the therapy was initiated.

Manufacturer narrative:
The device was received. Investigation is not complete. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.